Event description:
It was reported via repair work order that the stair chair has a broken backrest which could affect stability. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.